Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a loss of prime was illustrated in the black box with ¿cs162¿ loss of prime due low non zero force warnings. ¿ez-prime¿ steps were successfully performed with no cs162 or other errors, alarms or warnings during the investigation. The product performed within specification. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.